Event description:
The patient experienced unspecified device related side effects. The battery had depleted. The total device system was explanted. At explant as the ins was pulled/explanted the connector port was dangling.

Manufacturer narrative:
Extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006. Lead model 3888es6, lot # n26831, implanted: (B)(6) 2004, explanted: (B)(6) 2006. Final device analysis for the ins revealed the connector block had detached completely from the ins. Final device analysis revealed no anomaly found for the extension. Final device analysis for the lead revealed no significant anomaly. The lead body was cut through and was segmented.